Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left anterior inferior cerebellar artery (aica) and basilar artery using penumbra smart coils (smart coils). During the procedure, while attempting to place the first smart coil in the aneurysm using a velocity delivery microcatheter (velocity), the coil herniated out of the aneurysm and into the basilar artery. Therefore, the physician used a velocity and a non-penumbra stent retriever to remove the smart coil. The procedure was completed using a new smart coil and the same velocity. There was no report of an adverse effect to the patient. The coil herniation was reported to be a serious adverse event with a possible relationship to the smart coil and a definite relationship to the index procedure.